Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was cracked and the reservoir was falling out of the insulin pump. The customer reported they would be walking around the house and would notice the reservoir was missing from the insulin pump. Customer's blood glucose was 160 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No unexpected prime/fill anomalies noted during testing. Passed displacement test, rewind test, prime test, basic occlusion test and occlusion test. Broken reservoir tube lip noted. Minor scratches on lcd window, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.